Event description:
Boston scientific received information that during a follow up visit, this right ventricular (rv) lead displayed high out of range pace impedance measurements. The pacing threshold measurements had also increased. A revision procedure was performed and this lead was explanted and a new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
This lead was explanted and is not in service. Upon receipt at our post market quality assurance laboratory, this lead will be analzed and this investigation will be updated.

Event description:
--

Manufacturer narrative:
Upon return, this lead was thoroughly analyzed. Engineers observed a severed lead, 124 mm form the terminal pin; both segments received. The lead's rate/sense conductor coil was observed extremely stretched at the tip segment and the clear medical adhesive was torn/separated at the proximal end of the proximal spring electrode and the proximal spring stretched at this point. The helix was returned in a stretched position and calcification observed on the lead body. Extensive testing was then performed to assess the lead's electrical integrity. Measurements throughout these tests demonstrated continuity of the electrical circuitry rigorous testing, including extensive lead manipulation while connected to an ohmmeter, verified there was no intermittency in the electrical conductivity. An x-ray showed no anomalies other than the calcification on the lead body. Analysis testing could not confirm the reported clinical observation during routine post market evaluation; however, lead calcification could have been a contributing factor.

Manufacturer narrative:
--

Event description:
--